Event description:
Event description guidant received information that at 9.0 months post implant, this implantable cardioverter defibrillator (ICD) displayed a pulse generator fault code 200f, indicating an unknown signal, and was subsequently unable to be interrogated.